Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was baclofen with an unknown dose and concentration. The reason for use was not reported. It was reported that the practice plans to go back to the old priming value of 0.199 ml for ¿these scenarios¿ of changes in therapy effect. The rep reported that her customer stated that since the manufacturer changed the priming amount for internal pump tubing from 0.199 ml to 0.14 ml for full system primes they "feel like several itb patients have a period of they're going through withdrawals." It is not on all patients but that this issue has resulted in 2 rehospitalizations due to underdose looking like horrible withdrawal and the problem is "becoming more pronounced." The rep stated that the customer has called into the manufacturer to report these events. The rep had no new information nor specific patient names. There were no further complications reported/anticipated.